Event description:
The account stated that the architect analyzer generated a creatinine result of 2.1 mg/dl. The sample was repeated and the creatinine was 7.1 mg/dl. There was no report of impact topatient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Waste tubing. Field service was dispatched to the account and found that the waste outlet tubings were clogged. The issue was resolved after the tubing was cleared. The complaint analysis and trending database was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and it contains adequate troubleshooting information for inconsistent results and requirements for specimen handling. No product deficiency was identified. This is the final report.